Manufacturer narrative:
The facility did not retain the device and did not provide a lot number; therefore, an investigation of the device or the lot history record could not be performed. The event occurred at the beginning of an adenoidectomy as the physician activating the device. After numerous attempts to activate the device without success, he noticed that the surgical assistant had not properly seated the tip on the handpiece, leaving the metal connection exposed. Physician noticed a 7-8mm 2nd degree burn on buccal mucosa of pt's inner cheek at end of surgery. It was excised and closed with suture. At f/u visit, it was noted that the burn healed normally with no residual scarring or need for additional intervention. If additional info becomes available, the MFR will file a f/u report.

Event description:
Pt experienced small burn in mouth during adenoidectomy when adenoid tip fell off handpiece.